Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed. Device evaluation in progress. Evaluation in progress.

Event description:
User facility reported the pump alarmed, "check clutch" during device use. Reporter indicated that the event did not cause or contribute to any adverse health effects.

Manufacturer narrative:
The suspect device was returned and evaluated. During visual evaluation, the pump case was found chipped and cracked. Review of the event history log confirmed the presence of the reported check clutch error. Functional testing duplicated the error. Evaluation of the device found position potentiometer was non-functional due to a broken tab. The position potentiometer, pump case, clutch, and leadscrew were replaced. Following repair, the device passed all functional and delivery testing.